Event description:
The customer reported that the sys displayed a filament regulator failure error message during a procedure. There is no report of pt injury associated with this event

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A filament calibration was performed. The sys was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.